Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed. The file was assessed for the necessity of the performance of a clinical investigation. Subsequent attempts to obtain additional information regarding the hospitalization have thus far proven unsuccessful. Based on the information available, there is no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event (severity of s3, s4 or s5). Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report they do not have an iq drive so they need to manually enter the treatment. The patient had just returned from the hospital. Additional information was requested, however to date not provided.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.